Manufacturer narrative:
Investigation summary: bd received 1 photograph in support of this complaint. The indicated failure mode of poor barrier separation was observed in the attached photo. Additionally, the device history records or retention samples could not be reviewed as the lot number is unknown. Complaints for sample quality were not under statistical control for the month of october 2025. However, additional testing could not be performed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor gel barrier separation of a sample. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor gel barrier separation of a sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.